Manufacturer narrative:
The lot/serial number was requested but not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis has not been evaluated in the following patient populations: chronic type b dissection, acute uncomplicated type b dissections, intramural hematoma and penetrating ulcers. Per the IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection or perforation of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis (tag4015/11333382) to extend treatment of the dissection to reduce retrograde filling into the false lumen. Please note that the absence of the distal type I endoleak was confirmed by computed tomography angiography.

Event description:
On (B)(6) 2011, the patient was implanted with a gore tag thoracic endoprosthesis (B)(4) to treat a type b uncomplicated aortic dissection.on (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis (B)(4) to treat a distal type I endoleak. The patient tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.